Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found no anomalies. Device evaluation identified that the main board had a malfunction and there was a clutch/plunger error during an occlusion. The main board was refurbished. The pcb was refurbished. The circuit boards were inspected, the device was calibrated and then tested on a simulator. Testing of the alarm, battery, display, force, keypad, plunger position, self test/power, and syringe size sensor were performed and passed. The root cause for the reported event was determined to be the main board malfunction. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post purchase, the dive was giving primary audible alarm post error. There was no report of patient harm. It is unknown if there was patient involvement. No additional information is available.